Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. Consequently, the customer experienced a low blood glucose of 23.4 mg/dl that led to the emergency room visit, intensive care unit admission, and hospitalization. Customer was treated with intravenous saline fluids, which resolved issue, and was released from hospital same day with no permanent damage. Technical support educated caregiver that tubing should never be filled while connected to body due to risk of unintended insulin delivery, and caregiver understood and acknowledged.